Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: poor appearance of top cover and loose video connector. Based on the results of the investigation, it is likely the phenomenon (no image) occurred due to a faulty circuit board. However, the cause of the faulty circuit (dr) board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is expected to be returned, but has not yet been received. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis exera iii video system center, there was a no image issue; the device was not compatible with an evix exera gastrointestinal videoscope. The issue was found during preparation for use for a therapeutic procedure, and there was no patient harm associated with the event.